Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that infusion set had blockage in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.